Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced in the same surgery. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced in the same surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that cartridge cracked at the tip while injecting a pcb00 intraocular lens (iol) into the patient's left eye (os). The iol was damaged as well and was removed and replaced with another pcb00 in the same surgery. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 5/01/2018. Device evaluation: the plunger component was observed in advanced position. The plunger was gently pulled back and found locked. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects were observed on the device. Visual inspection with magnification was performed. The lens was observed stuck at the cartridge tip with the lead haptic not folded. The lens was not properly folded for delivery. The cartridge tip is deformed at the area where the lens is stuck. Some viscoelastic was observed at the cartridge tip; directions for use include to completely fill the viewing window with ophthalmic viscosurgical devices (ovd). The cartridge was observed with stress marks. The reported issue was verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.